Manufacturer narrative:
The values generated at the customer site were confirmed. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This most likely caused the falsely elevated value of the ft3. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." Concerning the difference of the ft4 and tsh values generated by different types of analyzers, assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on a cobas e 411 immunoassay analyzer compared to the architect i2000 method. This medwatch will cover tsh. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results and medwatch with (B)(6) for information on the ft3 iii erroneous results. The initial results from the cobas e411 rack were reported outside of the laboratory. There was no allegation of an adverse event. The cobas e411 rack serial number is (B)(4). The customer believes the patient sample may contain an interference with the test. Investigation is still ongoing.